Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited difficulties to interrogate. The field representative confirmed that the programmer software was compatible with the device. Technical services (ts) provided troubleshooting steps, including wand repositioning, but were unsuccessful. No adverse patient effects were reported. This crt-d remains in service.